Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), pelvic inflammatory disease ('pid;'), kidney infection ('infection ¿ right kidney'), seizure ('seizures,') and chlamydial infection ('chlamydia,') in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, photophobia, nausea, low back pain, numbness, tingling, kidney stones, scoliosis, upper back pain, joint ache, leg pain, fibromyalgia, chronic cystitis, peripheral swelling, pain in hip, hip bursitis, joint inflammation, general body pain, heartburn, musculoskeletal pain, lumbar disc disease, lymphedema, gerd, lymphedema and umbilical hernia. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), chlamydial infection (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vision blurred ("vision/eye problems ¿ blurred,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthritis ("autoimmune disorder ¿ arthritis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain upper ("gastrointestinal or digestive system condition ¿ epigastric pain"), urinary tract infection ("urinary tract infection"), migraine ("migraines/headaches"), post-traumatic stress disorder ("ptsd,"), depression ("depression,"), anxiety ("anxiety;"), fatigue ("fatigue") and ovarian cyst ("cyst on left ovary"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, kidney infection, seizure, chlamydial infection, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vision blurred, vaginal haemorrhage, arthritis, bladder disorder, urinary tract disorder, abdominal pain upper, urinary tract infection, migraine, post-traumatic stress disorder, depression, anxiety, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthritis, bladder disorder, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient received treatment for pain, bleeding and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2014: indication: abdominal pain. Bowel gas pattern normal. No abnormal calcification or mass effect is demonstrated. Bony structures are unremarkable. Bilateral fallopian tube clips are noted.. Computerised tomogram abdomen - on (B)(6)2017: pelvis: there are essure type occlusion devices noted. Impression: asymmetric enlargement of left adnexa which may represent a large adnexal cyst which can be further assessed with pelvic ultrasound. Lobulated appearance of right kidney which may represent multiple regions of renal scarring. There is slight prominence of the right renal pelvis and this may warrant assessment for possible vesicoureteral reflux and/or infection. Small region of inflammatory-like stranding within the left anterior cardiophrenic fat which may be secondary to a small anterior diaphragmatic hernia.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, blurred vision, uti, migraine, seizures, ptsd, anxiety, fatigue, ovarian cyst, dysmenorrhea, menometrorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received : events added-abnormal bleeding (vaginal), autoimmune disorder ¿ arthritis, bladder or urinary problems or changes, gastrointestinal or digestive system condition ¿ epigastric pain, infection ¿ right kidney, urinary tract infection, infection (other) ¿ chlamydia, pid, migraines, psychological or psychiatric problems ¿ ptsd, depression, anxiety; seizures, vision/eye problems ¿ blurred, pid. Aka name added, reporter added, lot number added, patient demographic added, events severity, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), pelvic inflammatory disease ('pid;'), kidney infection ('infection ¿ right kidney'), seizure ('seizures,') and chlamydial infection ('chlamydia,') in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, photophobia, nausea, low back pain, numbness, tingling, kidney stones, scoliosis, upper back pain, joint ache, leg pain, fibromyalgia, chronic cystitis, peripheral swelling, pain in hip, hip bursitis, joint inflammation, general body pain, heartburn, chest wall pain, lumbar disc herniation, lymphedema, gerd, lymphedema and umbilical hernia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), chlamydial infection (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), vision blurred ("vision/eye problems ¿ blurred,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune arthritis ("autoimmune disorder ¿ arthritis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain upper ("gastrointestinal or digestive system condition ¿ epigastric pain"), urinary tract infection ("urinary tract infection"), migraine ("migraines/headaches"), post-traumatic stress disorder ("ptsd,"), depression ("depression,"), anxiety ("anxiety;"), fatigue ("fatigue") and ovarian cyst ("cyst on left ovary"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, kidney infection, seizure, chlamydial infection, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vision blurred, vaginal haemorrhage, autoimmune arthritis, bladder disorder, urinary tract disorder, abdominal pain upper, urinary tract infection, migraine, post-traumatic stress disorder, depression, anxiety, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, autoimmune arthritis, bladder disorder, chlamydial infection, depression, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient received treatment for pain, bleeding and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: indication: abdominal pain. Bowel gas pattern normal. No abnormal calcification or mass effect is demonstrated. Bony structures are unremarkable. Bilateral fallopian tube clips are noted.. Computerised tomogram abdomen - on (B)(6) 2017: pelvis: there are essure type occlusion devices noted. Impression: asymmetric enlargement of left adnexa which may represent a large adnexal cyst which can be further assessed with pelvic ultrasound. Lobulated appearance of right kidney which may represent multiple regions of renal scarring. There is slight prominence of the right renal pelvis and this may warrant assessment for possible vesicoureteral reflux and/or infection. Small region of inflammatory-like stranding within the left anterior cardiophrenic fat which may be secondary to a small anterior diaphragmatic hernia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, blurred vision, uti, migraine, seizures, ptsd, anxiety, fatigue, ovarian cyst, dysmenorrhea, menometrorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding and other injuries/symptom. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: previously reported event "injury" nos¿ is replaced with ¿pain: pelvic¿. New events added: abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and fatigue. Reporter's information is added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.